Event description:
While playing with another child during the latter part of december, a 4 year-old girl, hit a wall. The location of the impact is unknown. Pt's system continued to function normally until 1/4/1998. The pt was seen at the implant center on 1/5/1998. Attempts at establishing link using sclin4w with the pt's speech processor as well as the center's portable cochlear implant tester (pcit) were unsuccessful. The audiologist also tried manipulating the location of the headpiece with no success. When the center's pcit was tested against a reference ics link was achieved. Revision surgery was on 1/28/1998. Pt was reimplanted with another clarion device.

Manufacturer narrative:
Confidentiality: advanced bionics believes that disclosure of the info regardgin device evaluation could substantially harm its competitive position. Advanced bionics submits the into in confidence expecting the FDA will withhold it under exemption 4 of the freedom of info act. We believe that any disclosure of the info by a federal employee could constitute a violation of the criminal law (18 u.s.c. Section 1905). Device evaluation consisted of the following: a review of the device history record (DHR), visual examination and internal visual examination. The case and substrate were found to be cracked. This damage caused the device to cease functioning immediately.